Event description:
Ous MDR - after an implantation time of about 14 months, a high shock impedance (>150 ohm) was reported. No deterioration of the patient's state of health was reported. Svc shock coil was deactivated. A revision is planned.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device ws not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.